Event description:
The customer reported to their baxter sales representative (bsr) that the flolink catheter extension set, product code (B)(4), lot number unknown, will not stay connected. This condition occurred while using a vygon flush syringe, but the customer said it is not specific to one product. The flolink luer is said to be "springy" and can lauch the syringe "across the room." There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). The customer returned one actual and five companion samples for evaluation purposes related to the difficult to connect condition. Each sample was visually inspected with no defect observed. Functional testing was also performed. The returned syringe was connected to each sample. During the functional test, four of the six samples failed. When the syringe was connected to the luer, it would unwind and disconnect. This report is for confirmed sample one of four.